Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the driver broke off while placing the healing collar.

Manufacturer narrative:
One drill 1.25mm hex sst (hx1.25d) was returned for investigation. The investigation is centered on the driver tip, as the healing collar utilized was placed as normal, and the fractured tip was confirmed through follow up to be removed from the drive feature. Visual inspection of the as returned product identified wear about the driver body and latchlock. The driver tip was plastically deformed in torsion, and the hex feature is sheared off. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.